Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was high/low/insufficient. Episode #1 exhausted all therapies leading to need for external rescue.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient ventricular fibrillation (vf) and it was noted the episode was insufficiently terminated. There was also low impedance on the defibrillation coil of the right ventricular (rv) lead. There is plan to add a subcutaneous lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.